Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it was noted to have occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Tandem technical support decided to replace the pump, ensured the shipping address was correct, and provided guidance on how to put the pump into storage mode. The customer was also instructed to return the faulty pump using a prepaid label within ten days, and these instructions were understood and acknowledged by the customer.